Manufacturer narrative:
A review of the device history record shows that the product was built to specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be conducted. The definitive root cause of this customer's complaint cannot be determined as a sample was not returned for investigation. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that aspiration failure occurred during the phaco and the irrigation/aspiration portion of a cataract surgery. The procedure was completed using the same product. There was no patient harm. A product sample is not available as it was discarded after the case.